Event description:
Complainant alleged that during the incoming inspection of the product, the device causes defibrillator to print when powered on and when printer off button is pressed, the device causes defibrillator to charge. The complainant indicated that there was no pt involvement in the reported failure.